Manufacturer narrative:
Results of investigation: the service technician was unable to duplicate ¿kept alarming¿. The service technician was unable to duplicate ¿ventilator started alarming o2 pressure low¿. The service technician was unable to duplicate ¿right after that and without any warning, the ventilator shut itself off¿. All testing¿s were performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed the 96 hour extended test using the customer¿s settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. The ventilator also passed the 40 minute battery duration test from the service manual. Internal inspection did not reveal any abnormalities with the ventilator. A review of the event trace revealed multiple ¿o2 low1¿ conditions ranging from (B)(6) 2015 due to supplied o2 source being less than the required 35 psi. The event trace also revealed one ¿tbn estp¿ (turbine emergency stop) and ¿tbn hstp¿ (turbine hold stop occurred) condition on (B)(6) 2015. A review of the event trace found no entries which indicates the ventilator shutdown or reset unexpectedly. All operation periods ended properly with a 3 second on/standby button press as indicated by ¿vent 0¿ entries.

Manufacturer narrative:
(B)(4). The customer reported that the ventilator was shipped to carefusion on 12/29/2015. Carefusion has not received the suspect device yet. Any additional information will be provided in a follow-up medwatch form.

Event description:
The customer reported that after the ventilator was hooked to the patient, it kept alarming but the parameters were set properly. Slowly, the alarms started to stop on their own without any change to the parameters. Once all the alarms stopped, the ventilator was hooked to an oxygen tank for the transport of the patient. The ventilator was unplugged from the wall (ac power) and the patient was loaded into the ambulance. The ventilator was then hooked up to the ambulance oxygen supply with a full tank. The ventilator started alarming "o2 pressure low" and right after that, the ventilator shut itself off. The ventilator was then plugged into the ambulance for power, and the alarms started up again. The ventilator was then removed from patient and the patient was manually ventilated for the rest of the ride. The customer reported that there was no harm or injury to the patient.